Event description:
It was reported by service report that the head left siderail was damaged and the timing link arm was broken. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head left siderail could not lock in the upright position due to a broken timing link.